Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device was returned with the concomitant microcatheter; inspection found the stent was deformed and broken, and the stent delivery wire (sdw) was kinked. Additionally, the microcatheter was noted to be damaged, likely during the procedure. Functional tests could not be performed due to the damage to the returned device, however, the reported difficulty advancing/pulling back the stent was confirmed based on analysis. It is probable the damage to the microcatheter during the procedure caused the difficulties advancing and pulling back the stent system, resulting in the subsequent damage to the sdw, the stent and premature deployment. As such, cause traced to component failure was assigned to this event.

Event description:
Analysis of the returned device found the stent was broken and was deployed prematurely during use. There was no clinical consequence to the patient as a result.